Manufacturer narrative:
The five returned sensors failed visual inspection with sliding neck tape at sensor end; causing exposed conductor jackets and shields. Additionally, one sensor was observed with chemical residue at sensor end. The sensors passed continuity and functional testing and were able to obtain spo2 and pulse rate values on the lab monitor. The sensors were functioning electrically as designed.

Event description:
The customer reported via the medwatch report "pulse oximeter low noise cabled sensor (lncs) found to have exposed wires". There was no patient impact or consequence reported.